Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that the al326 instrument clip would not feed the jaw properly. Also the atw35 staples malformed. Other instruments were used to complete the case. There was no consequence to the pt. The devices were discarded.